Manufacturer narrative:
Additional information: section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it remains implanted in the patient¿s ocular sinister (left eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4625 yag. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pcb00 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Doctor stated the iol looks scratched in 2-3 places and they are mostly linear. Patient's is 20/20-2 but he says it's blurry. It is unclear if the patient is having symptoms from this or not. Doctor performed a yttrium aluminum garnet (yag) laser procedure on (B)(6)2023 to see if she could clear up any debris behind the lens. It may be that the patient is seeing the scratch because it's pretty close to center. The doctor thinks it is related how the lens may have been preloaded, the scratches don't look like a thin line, it looks like a linear wider type scrape. Patient is currently sees a dot (floater) in his field of vision. Patient is scheduled for an appointment will be on (B)(6)2023. No further information is available.